Event description:
During ptca of a heavily calcified lad vein graft the balloon burst at 14 atm (2 atm below burst rate). The physician stated the balloon did not appear on the first inflation to be holding pressure but conitnued to use the device. After the first inflation the catheter and guidewire were removed and the physician then observed a dissection. The lesion was recrossed and while inflating the balloon a second time an extravasation of contrast was observed. Interventional ptca was performed and no other pt complications were observed.